Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels of 26 mg/dl for the past six months. The cause of low bg levels was unknown. The customer received third party assistance from emergency medical services (ems), who provided intravenous (IV) treatment of d10 solution (dextrose in water) to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.